Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has never felt stimulation on the right side of their body since implant. The patient stated that they will schedule with a manufacturer's representative (rep) and try to get reprogrammed for better coverage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the lack of stimulation on the right side was due to the consumer not recharging their battery resulting in it becoming discharged. In order to resolve the issue the consumer was shown again how to recharge the battery. As soon as the battery was recharged the system was turned on and stimulation worked. The consumer was brought back a few days later with minor adjustments being made.